Manufacturer narrative:
Two knife samples were received by manufacturing inside of opened blister packages. The returned blades were unprotected inside of the blisters. The samples were examined per facility procedure and were determined to be nonconforming with damaged tips and cutting edges. Penetration and sharpness testing could not be performed due to the damaged condition of the samples. The final customer lot number was identified. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released based on the manufacturer's acceptance criteria. No additional investigation is required based on device history review. A complaint history examination indicates that no additional complaints were associated with the reported, identified lot. How the blades became damaged cannot be determined from the evaluation. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that a knife was noted to not be sharp prior to surgery. An alternate knife was obtained in order to proceed with the surgery. Additional information has been requested.

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested.